Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was observed that the teflon of the pin was detached, in spite of what the clamp has the capacity to respond. Surgeons decide to not continue using the harmonic. The surgery continued but without using the harmonic. The patient was fine. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information received: is the white tissue pad completely missing from the clamp arm of the device? No, the white tissue pad partially detached from the device. Upon review of the information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is being considered not reportable. Corrected data: MDR decision is now not reportable.